Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) touch screen did not work. There was no patient involvement.

Manufacturer narrative:
Updated block: h6 the service repair technician (srt) replaced the single board computer (sbc). The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.